Manufacturer narrative:
It was claimed that pre-use check (puc) failed. Further information pointed at safety valve test failure during puc. The ventilator was inspected by our field service engineer (fse). Identification of issue is done by analyzing problem description and service report. No parts or logs were returned for investigation. According to the information provided by the fse, the issue was solved by cleaning expiratory cassette membrane. The device passed all performance tests and could be returned to clinical use. The root cause of why leakage occurred has not been determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).